Event description:
It was reported that the event involved a male pt, relevant medical history/diagnosis: tvr. While in the operating theater the intra-aortic balloon (iab) was prepped per instruction and inserted via a sheath in the left groin. Five minutes after the iab was inserted, the pump (iap-0500j) alarmed and blood was detected in the gas line. As a result, the iab was removed and replaced. The iab will be sent back to everett due to the pts infectious disease.

Manufacturer narrative:
Sample will not be returned for evaluation. A device history record review was conducted on the lot number, and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Follow-up report will be filed, if additional info becomes available.